Event description:
It was reported that during generator change, the new implantable pulse generator (ipg) exhibited loss of pacing due to polarity switch by the lead monitor feature on the device. This was suspected due to lead movement when the device was being connected and the mode settings on the ipg. The ipg remains in use with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.